Event description:
Hamilton medical ag received the following event description: it was reported that, prior to putting the ventilator on patient while unit was in standby, the ventilator generated several technical failures 443001, 446029, 433001, 1746004, 1446029, 1485001, and technical event: 246005.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.